Event description:
It was reported that pump prompted customer to change cartridge,. No information was provided regarding impact to customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support in response to this event.